Event description:
It was reported that the patient was unable to enter their device into MRI mode, and experienced ineffective therapy. Diagnostics revealed one lead with high impedances. It is unknown which lead was at fault. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000078287.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.